Manufacturer narrative:
Siemens filed the initial MDR 2432235-2026-00081 on 27-mar-2026. Additional information (30-apr-2026): siemens has concluded the investigation of the event. Based on the available information, the cause of the erroneously depressed result cannot be determined as multiple part replacements and absence of logger files. The customer is operational. A product problem was not identified. The instrument is performing according to specifications. No further evaluation is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated to reflect the additional information.

Event description:
The customer reported that they obtained erroneously depressed microalbumin_2 (alb_2) result on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the initial result, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed alb_2 result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed microalbumin_2 (alb_2) result on a patient sample on an atellica ch 930 analyzer. Quality control (qc) recovered acceptably before the event and when qc ran after the event, the analyzer presented an error in the analyzer subsystem, canceling a large part of the tests. After this signal, the qc recovered outside the acceptable range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the analyzer and found that the reagent mixer impeller was loose, impeller was correctly replaced in its housing. Then, the cse performed the self-check and found that the probe 4 of the washing station was leaking and the solenoid valve was replaced. Further, the cse ran self-check which passed. Siemens is evaluating the event.